Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: alleged issue: clip is not closing on the vessel. No pt injury or medical intervention. Pt current condition is fine.